Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was leaking below the molded strain relief on the extension. The uvc was inserted on (B)(6) 2011, and removed on (B)(6) 2011. The customer stated that the uvc was replaced with another uvc and the pt status is fine.